Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), it was confirmed that the initially alleged "106" alarm was diagnostic code 1106 for a machine pressure sensor calibration data error alarm. It was stated that the customer did not provide the correct serial number of the device nor the device diagnostic report from the time of the reported event. The asp did confirm that the customer performed service on the device to resolve the issue, stating that the hospital department repaired the data acquisition (da) board, and the equipment returned to normal use. It was confirmed that the device returned to full functionality and was back in service.

Event description:
Philips received a complaint with the v60 ventilator indicating that there was a "106" alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported as a result of the alleged issue. The code as reported (106) is not a valid v60 diagnostic code, therefore the code will be considered 1106 (machine pressure sensor calibration data error) for reported problem until further information can be obtained. Good faith efforts are in the process of being completed. This investigation is ongoing.